Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that the display wires were pinched and the keypad window was scratched. The epg was repaired and returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg was returned for service. There was no patient involvement.